Manufacturer narrative:
The device was discarded at the facility and is unavailable for evaluation. From the acuson acunav ultrasound catheter directions for use: adverse reactions adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. Reference (B)(4).

Event description:
The patient underwent an ablation procedure for incessant ventricular tachycardia (vt). A transseptal puncture was done using intra-cardiac echocardiography (ice). During the procedure, it was noted under ice that the guidewire and catheter were in the left atrial appendage. Using 50w of power, homogenation of the scar was completed. The patient was in incessant vt, and once the vt stopped, the patient's blood pressure dropped to 80 mmhg. Ice did not reveal a pericardial effusion. Two hours post-procedure a perforation was discovered, and the patient remains in ICU in critical condition. According to the physician, the cause of the perforation was uncertain. The possible sources are a right ventricular perforation from the ice catheter, needle perforation during transseptal puncture, or rmt catheter puncture during manipulation in the left ventrical (lv) in an aneurysmal apex or during ablation in the lv apex. In the physician's opinion, a venous or right ventricle (rv) bleed is more likely, or from a small puncture such as during transseptal needle puncture. No further information was provided after multiple requests.